Manufacturer narrative:
B5; additional information received : it was reported the stenosis was located in the iliac artery. The tapered tip detached prior to recapturing the spindle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An esbf2514c103ee stent graft was implanted during the endovascular treatment of an aaa. It was reported that during the index procedure, after the stent graft was implanted, the tip of the delivery system kept getting stuck in a stenosis which was present in the iliac artery leading to the tip breaking off. The detached tip subsequently slipped into the descending aorta. It was confirmed that the entire tip was successfully fully removed from the patient using a snare. Per the physician the cause of the event was anatomy related due to the stenosis. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Product analysis the device was received with the external slider and backend wheel partially retracted. Deformation was evident to the distal graft cover. Separation was evident to the distal spiral. The distal tip was detached on receipt of the device and was received alongside. Deformation as evident to the detached tip. No deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.